Manufacturer narrative:
The report did not identify the name or location of the user facility of the device in question therefore, additional information could not be obtained. To-date we have not been informed of this event directly from the user facility. Upon receipt of the medwatch report, it was identified that the active cord and generator subject of the report are not steris products. Steris is not the manufacturer or distributor of the active cord and generator subject of the event. Steris notified the manufacturer, medtronic, of the reported event to internally investigate and evaluate for reportability in accordance with 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies.

Event description:
The user facility reported via user facility medwatch report number mw5104649 that the active cord emitted proof of smoke then observed to fall apart. No report of injury.